Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-oct-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer opened the back panel door and found broken ball bearing cages in the device rails. The fse powered off the device, removed the drawer from the cabinet, and replaced the damaged drawer rails. The fse reinstalled the drawer back into the cabinet and rebooted the station. Diagnostics were run on auxiliary full-height drawer seven to ensure no other components were damaged. All sensors, pockets, and drawer components tested successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer had failed already try to reboot and recover but failed. The rail is not closing. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported based on this event.